Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was no deployment. The following information was provided by the user facility: a 6f terumo sheath was used and a cordis angled catheter was utilized for vessel cannulation in conjunction with a .038" bentson wire. Tortuosity cerebral angiogram regarding a lt posterior fossa meningioma. Product was introduced regularly with positive bleed back. Initial click was initiated and pulled back for second click. When going to harvest the tamp tube, the whole device came out. There was no anchor deployment. Upon dissection of the device, which was witnessed by the doctor, the anchor was still in the deployment catheter with the collagen plug and tamp tube unscathed. The device was supposedly engaged in the artery. Pressure was held on the artery for fifteen minutes, and the patient was discharged normally without incident. There was no blood loss. A 6 f terumo sheath, cordis angler catheter, 038" bentson wire were used.

Manufacturer narrative:
One used 6 fr angio-seal vip was returned for evaluation. The following components were returned: the hemostatic sheath mated with the carrier tube assembly and dilator. No other accessory components were returned. Visualization revealed the carrier tube was properly mated with the hemostatic sheath and the deployment sleeve was in the full rear lock position. Mechanical damage to the device was noted as a 2.9315" long crack was apparent along the length of the carrier tube assembly. Per the complaint description, the device had been dissected. The anchor, collagen, and tamper tube were outside of the carrier tube assembly. The collagen was not tamped. Due to the state of the returned device, functional testing could not be performed as the carrier tube assembly was previously dissected as stated in the complaint description. Microscopic visualization showed the tear along the carrier tube assembly. No anomalies were noted with the anchor, untamped collagen, or markers for compaction. Although the physician tampered with the device after the alleged failure occurred, the allegation is consistent with pullout as the returned device had the collagen and the anchor attached to the suture outside of the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. As a dissection of the device was conducted outside of this evaluation, a full investigation could not be performed.